Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to sub-therapeutic inr. The site administered heparin.

Manufacturer narrative:
Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), and the report of a sub-therapeutic international normalized ratio (inr) could not be conclusively determined through this investigation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use provide information regarding the recommended anticoagulation therapy and inr goal. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no symptoms, just abnormal labs. The patient was sent home with an increased dose of warfarin. The event resolved without sequelae on (B)(6) 2018. No additional information was provided.